Event description:
It was reported that a premature battery depletion (bd) code was observed on latitude for this subcutaneous implantable cardioverter defibrillator (s-ICD). Disk analysis was performed in which the bd error was confirmed to be the result of extended magnet application which caused a transient drop in battery voltage, which was expected operation. The battery voltage is recovering, the device will continue to produce tones until interrogated by a programmer. Technical services (ts) reviewed the results with the health care professional (hcp), who would bring the patient in to reset the beeper. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the field representative performed an interrogation and reset the bd alert. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion errors; however, the errors were not representative of actual fast battery depletion and were unintended. Please refer to the description for more information regarding the specific circumstances of this event.